Manufacturer narrative:
Device not returned because it was damaged on removal. No eval will be performed. If add'l info becomes available a supplemental report will be issued.

Event description:
It was reported that, "cup was loose, no telling on what day an implanted acetabular cup became loose."